Event description:
Pt was in v-fib. Defibrillator did not advise shock which was indicated during analysis. Subsequent tape review of incident by MFR concluded that the defibrillator functioned appropriately for the conditions under which it was used. The rhythm in the analysis, while borderline, met the criteria for a no shock decision. This was a witnessed arrest with CPR started immediately after arrest. Pt did not survive.